Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode due to noise oversensing in the primary vector. No inappropriate therapy was provided. Provocation maneuvers were performed, and the noise was unable to be reproduced. Electrode damage is suspected but has not been confirmed. System impedances remain within normal range. Technical services (ts) reviewed device data and recommended troubleshooting. The secondary vector was free of noise with acceptable measurements. This s-ICD system was programmed to the secondary vector, with further follow-up expected. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD system delivered an inappropriate shock while the device was still programmed in the primary vector. The patient was admitted to the hospital, and the s-ICD system was deactivated pending system replacement. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. This device is no longer expected to be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an untreated episode due to noise oversensing in the primary vector. No inappropriate therapy was provided. Provocation maneuvers were performed, and the noise was unable to be reproduced. Electrode damage is suspected but has not been confirmed. System impedances remain within normal range. Technical services (ts) reviewed device data and recommended troubleshooting. The secondary vector was free of noise with acceptable measurements. This s-ICD system was programmed to the secondary vector, with further follow-up expected. This s-ICD system remains in-service. No adverse patient effects were reported. Additional information was received. This s-ICD system delivered an inappropriate shock whil the device was still programmed in the primary vector. The patient was admitted to the hospital, and the s-ICD system was deactivated pending system replacement. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. This s-ICD system was successfully explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The device was not returned for analysis despite multiple attempts for return; therefore, a technical analysis could not be performed.